Event description:
Pt had dual lumen med comp central vascular access line placed in 2008 for stem cell collection. Stem cells collected via apheresis same day and line removed. Procedures tolerated well. Child discharged home on the next day. On the following month, pt admitted for acute swelling and pain in right lower extremity. Date of use: 2008. Diagnosis or reason for use: stem cell collection.